Manufacturer narrative:
Details of complaint: the customer reported that the lda monitor was not showing on the central nurse's station (cns). No patient harm was reported. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps to verify what group the cns could see. The cns was in the l&d group but could not see the l&d group nor the endo group. Nk ts requested assistance from clinical (cits) who advised the customer to reboot the cns and the network switch. After rebooting the cns and the switch, the customer could see the bsm go on and off the network. Cits worked with the biomed to troubleshoot the configurations of the network as it was unlabeled. After configuring the monitors to the correct ip addresses the issue was resolved. The root cause is determined to be the facility's network environment. A review of the serial number history shows no recurrence of the reported issue. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Communication loss may also occur after a power loss, as the network server may not properly boot up after an unexpected shutdown. Most network and comm loss issues are due to hospital network settings, connection errors, or other use errors. Issues of this type are unlikely to be caused by a device malfunction.

Event description:
The customer reported that the lda monitor was not showing on the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
The customer reported that the lda monitor was not showing on the central nurse's station (cns). No patient harm was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that the lda monitor was not showing on the central nurse's station (cns). No patient harm was reported.